Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood. Blood glucose level at the time of the incident was 400 mg/dl which was treated then blood glucose value was 315 mg/dl and then that blood glucose level goes on 65 mg/dl and the 215 mg/dl. Customer experienced low blood glucose at gym. Customer stated that auto mode feature was not active at time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.